Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: g2: report source.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to a connection issue on the right atrial channel. After the right atrial lead was implanted it was found that no signal was observed. Attempts to reconnect the lead were performed but the signal continued to be missing. The lead was tested and the signal was adequate, therefore, it was determined that the issue was with the device. A header issue is being suspected. It was decided to implant another device instead, after this, all measurements and signal were performing accordingly. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to a connection issue on the right atrial channel. After the right atrial lead was implanted it was found that no signal was observed. Attempts to reconnect the lead were performed but the signal continued to be missing. The lead was tested and the signal was adequate, therefore, it was determined that the issue was with the device. A header issue is being suspected. It was decided to implant another device instead, after this, all measurements and signal were performing accordingly. This device is expected to be returned for analysis. No further adverse patient effects were reported.